Event description:
It was reported that the insulin pump alarmed button error. Customer stated she pressed the esc and act to clear the alarm but it did not work. No further information provided.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot.